Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing. The right atrial (ra) lead exhibited undersensing and oversensing. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.